Event description:
A posey limb holder made of cotton/flannel-lined was in use on a bed to protect the patient from self-harm. The patient was extremely restless and was able to pull free from the device. The patient was not harmed and was unable to harm himself. Upon closer inspection of the wrist restraint, it was apparent that the fibers were frayed and appeared to become unwrapped. It detached between the base of the triangle shaped wrist wrap and the actual strap, less than one inch from the point of attachment. The tear occurred on the strap itself. It did not come unsewn, nor did it pull free from the wrap. The point of failure was on the strap itself. The patient was able to rip it simply from his efforts to break free from the wrist restraint.